Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using their heating pad for muscle pain and received a burn on their leg. There was not a report of property damage(s) with this incident.